Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt was referred for generator replacement surgery due to end of service of the generator. Additional info was received from a company rep indicating the pt underwent generator replacement surgery as scheduled. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the returned generator revealed the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed at the bench and during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the noted conditions, there were no adverse findings that would inhibit the product from performing as intended. A visual assessment on the feed-thru assembly, performed at the pa test bench, showed possible excessive bends in the positive feed-thru wire. In addition, separation of the (B)(4) to positive and negative feed-thru wire connections was observed. The most probable root cause for the backup capacitor tests was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor.